Event description:
A (B)(6) female pt, contacted zoll customer support to report a battery that will not latch in the charger. The pt was issued a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery will not latch in charger) has been confirmed. Upon receipt, the battery would not charge when put into a charger and would not power up a monitor. The cause for the absence of communication between the battery and charger/monitor was due to a poorly soldered thermistor. The thermistor was not soldered correctly to the pad on the battery board pca. This prevented the battery from properly charging on the battery charger. The root cause for the soldering error cannot be positively identified, but is likely an assembly error. No adverse event resulted from the defective battery. The pt was issued a replacement battery.